Event description:
Complainant alleged that during training by facility staff, the training instructor attached stat padz onto his chest that were hooked up to the device which was labeled "training only, not for clinical use", charged the device to 30j and when the student pressed the shock button, the instructor received the 30j shock. After the incident, the instructor was checked to be ok. Subsequent biomed testing found the device to be operating to device specifications and labeled the device "live training device".

Manufacturer narrative:
Zoll med corp has not received the device for eval and this complaint is still under investigation.